Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the epidural catheter with no evidence to suggest a manufacturing related cause. Therefore, the potential cause of difficulty injecting through the epidural catheter could not be determined based upon the information provided and without a sample.

Event description:
The customer alleges that the user attempted to administer a medical agent; however, the agent did not flow in the catheter. The catheter was removed and another catheter was inserted. No patient injury reported.

Manufacturer narrative:
Qn#(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the user attempted to administer a medical agent; however, the agent did not flow in the catheter. The catheter was removed and another catheter was inserted. No patient injury reported.

Manufacturer narrative:
Qn#(B)(4). The customer returned one epidural catheter and one snaplock adapter. The components were received connected together. A visual examination of the returned catheter revealed that the catheter was used as biological material could be seen between the catheter coils. No defects were found with the snaplock adapter. Functional testing was also performed and no occlusions were found. The reported complaint of inability to inject through the catheter was not confirmed based upon the sample received. A functional flow test was performed and flow could be established to the distal tip of the catheter with no issues. A device history record review was performed on the epidural catheter with no evidence to suggest a manufacturing related cause. There were no functional issues with the returned sample.

Event description:
The customer alleges that the user attempted to administer a medical agent; however, the agent did not flow in the catheter. The catheter was removed and another catheter was inserted. No patient injury reported.